Event description:
The product was used during an oophorectomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device and applied another device to complete the procedure. The hosp has reported no pt injury occurred.